Manufacturer narrative:
A 2nd device (lot #14366006; UDI (B)(4); item #bxt067902c) was implanted on (B)(6) 2016 overlapping the first vbx device. Therefore, only one mwr was submitted. A manufacturing evaluation task was performed on the 2nd device; review of the manufacturing records verified that the lot met release requirements; the device was not returned. Consequently, a direct product analysis was not possible. Note: based on the available information, there's no indication that either the 1st or 2nd device was explanted.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular repair for an aortic aneurysm involving the visceral branch vessels as part of the aaa 13-02 tambe ide study. It was reported that the procedure included implantation of gore® viabahn® vbx balloon expandable endoprostheses in visceral vessels. On (B)(6) 2016 a reintervention took place whereby the left renal stent was re-lined with a 6mm x 79mm gore® viabahn® vbx balloon expandable endoprosthesis. Patency was restored. On (B)(6) 2018 the left renal artery stent was occluded. The patient was treated elsewhere following procedures at mayo clinic, so his medical course after being treated at mayo is unknown. On (B)(6) 2019 the patient died. The death was end stage renal disease and unrelated to device and procedure.

Manufacturer narrative:
Updated. Updated. Conclusion code 1 updated.

Manufacturer narrative:
Concomitant medical products: medications include but are not limited to aspirin and clopidogrel.

Event description:
The following information was reported to gore: on (B)(6) 2015, 2016, this patient underwent endovascular repair for an aortic aneurysm involving the visceral branch vessels as part of the (B)(6). It was reported that the procedure included implantation of gore® viabahn® vbx balloon expandable endoprostheses in visceral vessels. On (B)(6) 2018 the left renal artery stent was occluded. On (B)(6) 2016 a reintervention took place whereby the left renal stent was re-lined with a 6mm x 79mm gore® viabahn® vbx balloon expandable endoprosthesis. Patency was restored. The patient was treated elsewhere following procedures at (B)(6), so his medical course after being treated at (B)(6) is unknown. On (B)(6) 2019 the patient died. The death was end stage renal disease and unrelated to device and procedure.